Event description:
Caller reported inability to see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was able to resume insulin therapy after changing the pump supplies.